Manufacturer narrative:
P-cap locked properly during testing. Pump passed self-test. All buttons function properly. Unit successfully downloaded to thump. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 08/11/2024 19:15:57.000 in pump downloaded history. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Proceeded by cutting unit open and perform a visual inspection on connectors, motor assembly, and electronic assembly. Per visual inspection it was determined that the ingress of moisture caused damage on electronic assemblies. Unit also received with cracked case(battery tube), cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay. In summary, customer concern of keypad unresponsiveness was not confirmed due to all buttons working properly. Moisture damage was noted to electronic assembly during deconstructive analysis. Cosmetic damage was confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported buttons that the buttons were not responding and received stuck button alarm. Pump has not been exposed to altitude change. Time does advance when display is observed. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.